Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) lot # 0208290368 implanted (B)(4) 2014 explanted (B)(4) 2018 product type catheter ubd: (B)(4) UDI#:(B)(4) conclusion code (B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A portion of the catheter was returned for analysis. Analysis identified a leak near the strain relief/transition tubing near the connector during pressure leak test. Visual inspection confirmed there was damage to the transition tubing. The catheter was patent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacture site ID # was updated to: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient first started to experience more pain approximately one week before the revision surgery. During the sideport test they found contrast agent in the pump pocket. The point of leakage was not clear at this moment. Upon surgical intervention, it was clearly visible that the cause of the catheter leakage was reported as mechanical damage of the catheter some centimeters away from the pump connector. The pump serial and implant date were also provided.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# 0208290368, implanted: (B)(6) 2014, partially explanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in switzerland who received morphine 15000 ¿mygr/ml¿ at a dose of 980 ¿mygr/ml¿ via an implantable pump. The indication for use was not provided. It was reported that during normal the patient came to the clinic with more pain. Diagnostic testing/troubleshooting included a sideport test with contrast agent to show the catheter condition. As a result, contrast agent in the pump pocket was found. Catheter leakage was reported. There were no environmental, external, or patient factors reported that might have led or contributed to the event. As a result, a partial catheter replacement occurred. An explant of 20 cm from the pump segment (the pump connector side without the catheter connector) was performed on (B)(6) 2018. At the time of the report, the issue was reported as resolved and the patient¿s status was alive-no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Conclusion code 92 no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that as a result of the dysfunction of the catheter, the patient experienced a gradual loss of efficacy of therapy.